Event description:
Status post bilateral subglandular inframammary gels (unk type/size/MFR-no records) for augmentation. Pt complains of increased left firmness and pain for 1 yr. No history of trauma or decreased size. Has no systemic symptoms but has gained weight in intervening yrs with increased cholesterol. Pt is otherwise healthy.